Manufacturer narrative:
The user facility reported damage to their evolution loading car after it fell. The investigation is still in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their evolution loading car fell while an employee was unloading their sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the unit had been damaged due to the reported event. Due to the damage observed, the transfer carriage, loading car, and docking station were unable to be tested or repaired by the technician. Based on the damage observed and the technician's inspection, the reported event is indicative of the employee not properly aligning the transfer carriage with the sterilizer's docking station resulting in the reported event. The unit was removed from service. Due to the damage, the transfer carriage and loading car will be replaced. No additional issues have been reported.